Event description:
The suture was used during an abdominal aorta procedure. Reportedly, the suture broke on the proximal anastomosis. The surgeon pulled additional sutures. The pt expired in 2000. No additional information available.

Event description:
The hosp has reported that the suture fragmented and broke on the proximal anastomosis. The pt was cross-clamped for an add'l ten to twelve mins. Renal ischemia occurred. Add'l sutures pulled. No add'l info was provided by the hosp.